Manufacturer narrative:
Continuation of d10: product ID a71400 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The country of origin is spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the representative was unable to connect to the ins. It was noted that the tablet recognized the ins, but 6-7 times when the connection bar was around 80%, a "system error" message would display a nd it would exit out of the application immediately. They tried to restart the tablet and application, and opened the patient data manager, but the issue was not resolved. They implanted a different ins and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a71400, serial# unknown, product type: software. H3: the ins analysis results were previously reported in regulatory report# 3004209178-2024-14913 follow up number 001. The fdc has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue occurred when the rep was using a 977a260 lead and occurred at the moment the tried to switch information from the wireless external neurostimulator (wens) to the ins.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed there was clinician application and telemetry anomaly. The ins was returned with system error complaint (code: 0x5d4bae06). When copying data from the external neurostimulator, the clinician tablet application replaces "/" character in the lead name with character "x", for instance, lead "3776/3876/3875", becomes "3776x3876x3875", which is an unsupported lead type within the clinician tablet application. During the next interrogation, clinician tablet app shows a system error because the application is unable to establish the lead type to proceed with lead impedance check. A factory reset was performed to clear the system error. Communication to the ins was successful the life (warranty) of the device was started with the inceptiv app a71400 (version 1.0.2763). The ins was able to communicate with a lab clinician tablet (r52nb0ay39b) and interface with the inceptive app a71400 (1.0.2763). The ins passed functional testing and no issues were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.